Manufacturer narrative:
B3: used 01/01/2025 as literature article was published in 2025, and actual event date is unknown. D1: brand name is blank because the device is known to be a watchman access system device but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: holger h. Sigusch, zuzana hudcovska, anna aleevskaia & ralf surber (2025). Left atrial appendage occlusion: real world observational data on in-hospital results, clinical outcome and hemoglobin level, scandinavian cardiovascular journal, 59:1, 2554681, doi:10.1080/14017431.2025.2554681.

Event description:
It was reported via journal article that serious injuries occurred. A retrospective observational study evaluated 599 patients who underwent left atrial appendage (laa) closure between 2012 and 2022. Procedures were performed under transesophageal echocardiography (tee) and fluoroscopic guidance. A subset of patients received a watchman flx closure device, and the others received a non-boston scientific device. A watchman access system (was) was likely used in the watchman flx procedures. During the index hospitalization, vascular complications including access-site bleeding, puncture of femoral artery, and atrial septal defect (asd) closure after transseptal puncture, hematoma, retroperitoneal bleeding, dissection, and pseudoaneurysm occurred. During follow-up (clinical follow-up available in 85% of patients), bleeding events requiring readmission occurred.